Event description:
It was reported that the coaxial high flow tip was observed to be peeling prior to a medical procedure. The procedure was completed successfully with no patient or user injuries, and no reported adverse consequences.

Event description:
It was reported that the coaxial high flow tip was observed to be peeling prior to a medical procedure. The procedure was completed successfully with no patient or user injuries, and no reported adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation. Customer discarded.

Manufacturer narrative:
Not available for evaluation - quarantined at user facility.